Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced noise on the ventricular rate-sensing lead resulting in inhibition of pacing and a nonsustained episode. The r-wave measurement is currently extremely low.